Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was found to be dislodged and deformed. Therefore, it was replaced. There were no adverse patient side effects reported. This lead was not returned for analysis.